Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician replaced the power board as a precaution and sent the suspect component to carefusion for evaluation. The power board was returned to carefusion for further analysis. The carefusion service technician was unable to duplicate the customer's reported issue. The received power board operated to manufacturer specifications with no failures detected. No anomalies or signs of overheating or damage was detected. Further testing could not be performed as the entire ventilator was not returned.

Event description:
It was reported to carefusion that model lap top ventilator 1200 alarmed and reset while connected to a patient. The customer confirmed there was no patient harm associated with the reported issue.